Event description:
It was reported that on (B)(6) 2022 the patient experienced worsening right ventricular function with worsened dilation and a drop in left ventricular assist device (lvad) flow and mean arterial pressure (map) despite maximum support. It was evident that the patient was in right heart failure, so a right ventricular assist device (rvad) was placed. The patient was put on inotropes and vasodilators.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure and decreased mean arterial pressures could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A right heart catheterization had been performed on (B)(6) 2022 which showed moderate to severe right ventricular dilation. A transesophageal echocardiogram (tee) was performed on (B)(6) 2022 which showed severe ventricular hypokinesis. Additional information was received that prior to the lvad, the patient had severe right ventricular hypokinesis. It was believed that the right heart failure was not related to the heartmate 3. The rvad was removed and the patient remained on dobutamine and levophed and a mechanical ventilator.